Manufacturer narrative:
The pump was received with an intermittent esc button response due to the moisture on the keypad traces. There was no unexpected battery failed alarm during testing. The pump was received with a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 168 mg/dl at the time of the incident. Caller stated that when you go to bolus, the numbers scroll continuously. Caller stated that the esc button is also not working. Caller removed the battery and received a failed battery message. Caller put in a new battery and stated that the same problem persists. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.